Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after a radial procedure for an st elevation myocardial infarction (stemi), while attempting to remove a vista brite tip guiding catheter (6f .070 xb 3.5 100cm) and non-cordis wire, the devices were found to be knotted and could not be removed. The devices required surgical removal. It was reported that the customer was not sure if the issue was with the guiding catheter or the wire. The patient was reported to be doing well now. The device was clinically used and will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: while attempting to remove a vista brite tip guiding catheter (6f .070 xb 3.5 100cm) and non-cordis wire after a radial procedure for an st elevation myocardial infarction (stemi), the devices were found to be knotted and could not be removed. The devices required surgical removal. The patient was reported to be doing well now. No other information was reported. The device was not returned for analysis. Product history review could not be performed since complaint lot is unknown. The reported, ¿catheter (body/shaft) withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Vessel characteristics, while unknown, and procedural factors may have contributed to the reported event. Per the instructions for use, which is not intended as a mitigation, ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Torqueing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer). Advancement, manipulation and withdrawal of the guiding catheter should always be performed under fluoroscopic guidance. Extreme care must be taken to avoid damage to the vasculature through which the guiding catheter passes. Prior to use, flush the guiding catheter lumen with a heparinized saline solution. Introduce the guiding catheter into the vasculature through the catheter sheath introducer, and/or over an indwelling guidewire using a percutaneous entry technique of choice. Set up a continuous heparinized saline flush through the sidearm of a hemostatic valve attached to the guiding catheter hub. Note: it is recommended that a continuous heparinized saline flush be maintained between the guiding catheter and any intraluminal device passed through it. Under fluoroscopic guidance, advance the guiding catheter over the guidewire or introducer until desired position is attained. Remove the guidewire or introducer prior to the introduction of other intravascular devices or infusion of contrast agents.¿ without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.